Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the power port MRI isp. During which, upon removal of the catheter for insertion through the peel away sheath, the catheter was found to be twisted and kinked. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the power port MRI isp. During which, upon removal of the catheter for insertion through the peel away sheath, the catheter was found to be twisted and kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photos show an unsealed product tray with kit components. No catheter twitch and kink were observed on the provided partial view of the catheter. The investigation is inconclusive for reported deformation due to compressive stress issue as the provided photos were not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.